Event description:
After the birth of my second child, I suffered a pelvic organ prolapse and cystocele. To address these issues, a gynecare prolift vaginal mesh and tvt obturator were surgically inserted in (B)(6) 2007. In about (B)(6) 2010, I started experiencing mild pain, then significant pain during intercourse. In (B)(6) 2010, I went to dr. (B)(6), the physician who had performed the procedure, for bladder issues including urgency, inability to urinate, incomplete voiding, and involuntary voiding. During the exam, the physician palpated an area in my vagina that was very tender. While I denied that I had constant pain from the area, I told him that this same area caused considerable pain during intercourse. He said that it was due to a mesh exposure. He said he surgically could fix both the bladder issue, as well as remove the mesh. I went for a second opinion with dr. (B)(6), a urogynecologist in (B)(6) 2011. Dr (B)(6) confirmed the mesh exposure as well, as failure of the tvt obturator, and recommended surgical intervention. My husband at that time informed me that he could feel something in the back that shouldn't be there. He said he noticed it in (B)(6) 2010, but thought it was something residual from surgeries or having babies, and was afraid I'd be upset if he mentioned it. In (B)(6) 2011, dr (B)(6) removed the part of the mesh that was sticking out vaginally, but I opted not to address the tvt obturator due to fears of further complications. In (B)(6) 2012, I started experiencing pelvic, cramping pain as well as vaginal itching and discomfort, with moderate to severe pain having intercourse. My husband again reported he felt something foreign in my vagina during sex, and I could feel parts of the mesh with my fingers, larger than the first time, in two places. I went to see an ob/gyn dr. (B)(6) in (B)(6) 2012, for the persistent and worsening urinary problems 'inability to fully void, bladder voiding involuntarily when I stand up and I think I'm doing urinating' as well as cramping pelvic pain, vaginal pain and discomfort, persistent infection and palpable mesh exposure. She noted that the mesh was present in the vaginal wall in more than one place, and there was a "hole" where the mesh that had been extruding had been removed in 2011. She said she was unable to help, but recommended I contact an expert in the field of mesh removal, mentioning (B)(6) and try to get the mesh removed in its entirety as she stated when one part is removed, other parts migrate to the surface, which is what had happened here.